Manufacturer narrative:
The reported events of premature discharge of battery, no inductive telemetry/unable to interrogate were not confirmed. The device was at end of service (eos) level upon receipt. Device image was saved, and the device was interrogated with inductive telemetry normally. Further test could not be performed due to low battery voltage. Device was cut-open and connected to a power source, and the current drain measurement was in normal range. Device code was re-loaded normally, while connected to a power source, and the device interrogation results with load were normal. Longevity assessment was performed and the device exceeded projected longevity indicating normal battery depletion.

Manufacturer narrative:
Section d6a - date of implant: the implant date was reported as an estimate as follow: "implanted in 2020".

Event description:
It was reported that the patient presented to the clinic for a follow-up. It was noted that the pacemaker had reached the elective replacement indicator (eri) and could not be interrogated via inductive telemetry. The pacemaker was explanted and replaced. The patient remained in stable condition.